Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ plus IV catheter hub is torn. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: the nonconformance cannot be confirmed as no sample was returned for investigation. The complaint will be reopened if the sample is returned for investigation. Investigation conclusion: the root cause cannot be determined as no sample was returned for investigation.